Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under two of the electrodes and they opened. The patient's physician prescribed a cream, specific cream name not provided, and to remove the device for a few days. The patient reported that the irritation improved after using the prescribed cream and taking the device off for a few days.